Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that catheter leak occurred. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, it was noted that there was a contrast medium leaked into the catheter tip, and balloon did not expand during dilation. The procedure was completed with another product of different size. There were no patient complications reported and the patient was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.